Event description:
It was reported the switch emitted smoke. No deaths or injuries were reported. The unit has not been returned to co for inspection and may not be. This event is not considered reportable under 21cfr803 because a similar event would not be likely to cause or contribute to death or serious injury. This report is being made to comply with regulatory letter 90-dt-12.